Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing: battery compartment) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings:.battery compartment is cracked on the side at the threads and cracked above and below the bumper pad. Audible alarm is inoperable. Removed pump cover; piezo contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.